Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 13, 2023.